Event description:
It was reported that the patient experienced low blood glucose levels (35mg/dl) with blurred vision at 3:18pm. The patient treated with chocolate milk and the patient's glucose level rose to 65mg/dl at 3:29pm and 148 mg/dl at 3:50pm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed there the data in the pump histories from the date of the alleged event had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.